Event description:
It was reported that during a renal artery stenting treatment procedure, the physician had difficulty removing the balloon out of the stent once it was deployed. The physician was able to use force and the balloon was removed with no harm to the pt. The procedure was successfully completed with this device. It was reported that there were no injuries or complications for the pt. Pt status is reported as "stable."

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. As the lot # is unk, a review of the shop floor paperwork could not be performed.